Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the target lesion was the left main artery which had mild calcification and 90% stenosis. Dca was performed and after approximately ten cuts, an additional cut was going to be made. The flexi-cut was delivered and an attempt was made to dilate the balloon. The indeflator gauge did not go up more than 3 atm and the pressure increased. The balloon on the flexi-cut ruptured and a dissection of the vessel occurred. Another co's stent was implanted to treat the damaged vessel and the procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering has reviewed the case description, however, the flexi-cut was not returned for analysis. Per instructions for use (IFU), coronary vessel dissection is one of the known adverse events that may be associated with the use of a coronary atherectomy device. Balloon ruptures may occur due to, but not limited to, mechanical damage, handling of the device during use, interaction with pt anatomy or interaction with accessories and/or over pressurization. A thorough analysis of the incident circumstances could not be performed because the flexi-cut was not returned and no determination can be made as to the root cause of the reported discrepancy.